Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the image was blacked out and there was lateral noise, touch screen intermittent issue, video cable not connected. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video processor had horizontal noise then the image went black. The issue occurred during pre-use inspection. There were no reports of patient harm.

Event description:
It was reported, the medical device presented the allegation during the inspection for a diagnostic upper gastrointestinal endoscopy. The procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the substrate became temporarily unstable. Or, the behavior of cv-1500 became a concern because of the low power supply. Olympus will continue to monitor field performance for this device.